Event description:
A malfunction was reported by the caller concerning their pump, which resulted in the pump screen turning dark and unresponsive. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to connect the pump to a power source, which successfully powered the device back on. Despite this, technical support decided to replace the pump, providing one with updated software. The customer was instructed to return the problematic pump within ten days to avoid charges and to transfer their pump settings to the replacement unit. The customer agreed to these instructions and chose not to require a signature for the delivery of the replacement pump.